Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient underwent a lead revision to address lead migration. Only one lead had migrated. Both octrode leads were explanted and replaced with a paddle lead. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005437 during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that one of the patients leads had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced. Therapy was restored post-op.